Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the battery was dead and she could not remove the battery cap. Customer also reported a past diabetic ketoacidosis, severe anemia, a past stroke, and high blood glucose levels. The customer's blood glucose level was 540 mg/dl. The customer did not currently have the insulin pump with them and would have to call back to replace it.